Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158700, model: sc-2158-70, serial: (B)(4), batch: a42161. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 159539 / 168352.

Event description:
It was reported that the patient was experiencing inadequate stimulation. No device malfunction suspected. The patient underwent lead explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was discarded by the facility.